Event description:
Clinic notes were received indicating a vns patient had worsening seizures in (B)(6) 2007. Keppra medication was added as an intervention for the seizures. The patient recently had vns generator replacement surgery due to reported end of service. Attempts for further information and return of the explanted vns generator are in progress.